Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination of the balloon presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the distal tip. The balloon and inner shaft were microscopically examined and the inner shaft was buckled with a hole 3.5mm distal of the bi-component weld. The hole in the inner shaft is consistent with damage due to interaction with a guidewire. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured on the second inflation at 12 atmospheres. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured on the second inflation at 12 atmospheres. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.